Manufacturer narrative:
Field g4 premarket/510k in section g, all manufacturers, contains both documents k193473 and k210608 whose character limit prevented both entries from the field. Good faith effort attempts were made to try and retrieve additional details regarding the reported event and product return status. At this time, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device had been explanted and that they were dissatisfied. No adverse patient effects were reported. This icm device has not been returned.